Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. She had an appointment on (B)(6) 2015.

Event description:
It was reported that a patient noticed that her device was no longer working. The patient would feel a tapping sensation and then it would go away, so she would use the patient programmer to increase stimulation if she needed to and she would feel the stimulation sensation again. She would decrease stimulation if she was feeling it too much. The first problems occurred on the left side because that was where the implantable neurostimulator (ins) was located. The patient would get cramps in her left leg and her toes would cramp up. If she was to lie down on her left side it was uncomfortable, the stimulation sensation would go to her toes, and her foot would swell. The issues had been ongoing for a couple of months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0gujg, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).